Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus stopcock was found to be dripping and no lipids appeared to be moving further than the buff cap. The following information was provided by the initial reporter: upon further inspection this rn noticed the bed was wet. The specific buff cap that the lipids were hooked up to was found to be wet and dripping and no lipids appeared to be moving further than that buff cap.

Manufacturer narrative:
1 sample (model # 394910 ) was received for investigation. Additional components of the setup were received and investigated under (B)(4). Prior to functional testing the sample was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attached to a bd extension set (model # mp5301-c). The setup was flushed by using 10 ml bd syringe filled with 85% glycerin / 15% water solution. The sample flushed successfully with no leakage or fluid blockage was observed. The customer complaint that there was fluid blockage and leakage was not replicated. A device history record review for model 394910 and lot number 2062692 was performed. The search showed that list contains no data. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.